Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during deployment. A pin hole in the balloon was noted after removing from the pt. The stent was successfully deployed. Pt status is listed as "okay". It is unclear what intervention was required.